Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's diabetes therapy consultant that the customer was hospitalized 4 times in the past 2 years because of pneumonia, not because of diabetes. However, it was reported that on 1 occasion the customer's hospital stay was extended due to diabetes. The customer's blood glucose level was unknown. The customer declined to speak with the 24 hour help line. No further details were provided.